Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that a blue led flashed, the self-test failed and the electronic component (opto-coupler) inside the charger was found to be out of order. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to manufacturing / process error. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter¿s phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the blue led was flashing and charging was not possible on the universal battery charger device there were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly